Event description:
It was reported that during initial implant procedure, patient's new implanted lead was not able to be inserted into patient's implantable cardioverter defibrillator (ICD) header. The ICD was not implanted during the procedure on (B)(6) 2023 and the procedure was completed using alternate ICD. The patient was stable.

Manufacturer narrative:
The reported event of lead cannot be inserted in device header could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. All leads were able to be inserted into the header normally and secured normally. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.